Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the screw of a locator abutment fractured and the rest of the screw is still inside the dental implant's drive feature.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported locator abutment was not returned for investigation. As a result, a thorough investigation cannot be performed and the reported malfunction cannot be verified. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The complaint alleged that an unknown biomet implant was involved in a functional: fracture: screw event with a distributed by device. The distributed by device has not been returned to the manufacturer and we have not received investigation results. This event has been previously investigated and likely probable causes are parafunction over the implantation period and excessive loading. The complaint category for this complaint is functional: fracture: screw and it is monitored and trended through post market tending. The zb device was not returned and no other device/event information is available i.e. Catalog number, lot number, x-rays, and pictures. The following sections have been updated: h6: evaluation codes. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zest per #: (B)(4). The complaint and product associated was received, reviewed, and evaluated by the manufacturer. Visual inspection of the returned abutment found that the abutment was fractured. There is no manufacturing defect noted. No manufacturer's device lot number was provided so a device history record review could not be performed. It was reported that the screw of a locator abutment fractured and the rest of the screw is still inside the dental implant's drive feature. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. However, the most likely cause typically is the result from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals.

Event description:
No further event information is available at the time of this report.